Event description:
The facility was conducting training with the electrodes connected to a first medic 710 semi-automatic defibrillator. Reportedly, when the defibrillation cable was separated from the electrode, the electrode post broke off. The electrode post was removed from the cable.